Manufacturer narrative:
Product ID 3389s-40 lot# v877540, implanted: (B)(6) 2012, explanted: (B)(6) 2016, product type lead.

Event description:
Additional information received from the consumer reported that the lead was broken and this is the third time the patient has needed to have a revision due to the right lead being broken. It was inquired why this was happening, with the healthcare provider (hcp) not knowing either as they have never had to replace 3 leads on a patient before. The patient is still in a lot of pain from having to go through the surgeries, and the revision took place on (B)(6) 2016. Additional information received reported the issues had to do with the patient¿s lead but should have been system reported on the ins, reference manufacturer report #6000153-2016-00819. Further information that is received will be submitted under that manufacturer report number. Please see manufacturer report #6000153-2016-00819 for information on the patient's concomitant system.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.